Manufacturer narrative:
Customer has no returned samples, and returned 1 photo, which shows product has been used and catheter is damaged. DHR/bhr review lot#4199355. The products of this batch were assembled at intima ii auto line 3 in aug 2024, and packaged at r240 package line in aug 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. Take the retained sample to perform catheter tip test, the results show that they all meet the product specifications. Please see attachment for the test reports. During the production process, the catheter head will be tipped to facilitate smooth penetration, and the catheter after tipping will be 100% detected by the vision system. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned and the product has been used, the use of the sample is unknown, the root cause of needle through catheter cannot be determined.

Event description:
Image provided by the customer displayed an abnormally on the catheter tubing after the needle had already been withdrawn.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm catheter is defective/damaged the user has a burr on the tip of the needle, a dull sensation during puncture, and an unsuccessful puncture during a puncture operation with a closed IV indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.